Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The rv lead impedance continued to decrease and triggered another lead warning.

Event description:
It was reported the right ventricular (rv) patient alert had triggered for rv pacing impedance of less than 200 ohms. It was also reported that the rv pacing impedance appeared to have a normal chronic value near 200 ohms. The rv lead remains in use. No patient complications have been reported as a result of this event.